Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that two weeks prior to the replacement surgery the prosthesis was leaking and was not working appropriately as it was not inflating. The new prosthesis is working perfectly. Further information received indicated the pump was not working correctly and the patient was dissatisfied.

Manufacturer narrative:
Device evaluation: the ams700 device was visually inspected and functionally tested. There was a pin hole sized leak in one cylinder that was the result of sharp instrument damage, unable to determine if it was explant damage. The other cylinder performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The product analysis confirmed the allegation of device malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that two weeks prior to the replacement surgery the prosthesis was leaking and was not working appropriately as it was not inflating. The new prosthesis is working perfectly. Further information received indicated the pump was not working correctly and the patient was dissatisfied.